Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 281 and 205 mg/dl. The customer's expected fasting blood glucose test result range is 125 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 127 mg/dl and 131 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 02/21/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1 :191mg/dl date: (B)(6) 2018 time:03:20pm fasting; result 2 :281mg/dl date: (B)(6) 2018 time:03:17pm fasting; result 3 :155mg/dl date: (B)(6) 2018 time:03:15pm fasting; result 4 :131mg/dl date: (B)(6) 2018 time:09:35am fasting; result 5 :205mg/dl date: (B)(6) 2018 time:07:38am fasting.